Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012. The explanted vns generator was discarded by the hospital.

Event description:
Reporter indicated vns diagnostics with the new generator and resident lead were within normal limits at the surgery on (B)(6) 2012. The patient has been "doing well" since the surgery per the reporter.

Event description:
Reporter indicated a patient was experiencing increased seizures above pre-vns baseline level and that the patient had not felt stimulation for the last two years. A generator battery life estimate performed by the manufacturer resulted in -0.97 years remaining, indicating end of service is likely nearing. Current vns diagnostics were reported as normal, but the reporter attributes the patient's increased seizures, negative battery life estimation, and not feeling vns stimulation to clinical generator end of service. The seizures were increased in general, and the seizure type was not specified. Generator replacement is planned, but has not occurred to date.